Manufacturer narrative:
(B)(4). Product review of the intellicart (B)(4) by a zimmer biomet certified service repair technician on 23 january 2020 revealed that the power IV pole was spinning and forcefully pulled the max limit cable from the control board. The filter also showed signs of smoke and a foreign object was found in cylinder 1. Repair of the device was performed by a zimmer biomet certified service repair technician on 23 january 2020 which included replacement of the following: power IV pole clamp (pn70195, ln41640), board (pn70064, ln42250), pm kit (pn70068, ln n/a) the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported after surgery that the unit's IV pole was stuck. During evaluation of the device, the technician noted that the filter showed signs of smoke. No adverse events were reported as a result of this malfunction.